Event description:
It was reported that the patient was having difficulty activating the device. There was no report of patient harm or injury. The therapy manager troubleshot the issue with the patient and confirmed out-of-range/high-impedance failure of the left lead. The patient was reprogrammed to unilateral stimulation until a revision procedure can be scheduled. The revision procedure was performed. Although the right lead and implantable pulse generator (ipg) are functional, the doctor decided to replace the entire system to avoid any risk of further complications with the patient. Two new leads and ipg were implanted without any complications.

Manufacturer narrative:
Mml reference # (B)(4). Other device explanted: model: 8145. Description: percutaneous stimulation lead. Serial number: (B)(6). UDI: (B)(4). Model: 5100 description: implantable pulse generator serial number: (B)(6). UDI: (B)(4).

Manufacturer narrative:
Mml reference # (B)(4). Other device explanted: model: 8145. Description: percutaneous stimulation lead. Serial number: (B)(6). UDI: (B)(4). Model: 5100. Description: implantable pulse generator. Serial number: (B)(6). UDI: (B)(4). The reactiv8 system was received for analysis. The right lead and the ipg passed the functional testing. The analysis confirmed that lead conductor fractures caused the out-of-range/high impedance conditions observed with the left percutaneous stimulation lead. The reported issue was verified. Updated section h6 and g1.

Event description:
It was reported that the patient was having difficulty activating the device. There was no report of patient harm or injury. The therapy manager troubleshot the issue with the patient and confirmed out-of-range/high-impedance failure of the left lead. The patient was reprogrammed to unilateral stimulation until a revision procedure can be scheduled. The revision procedure was performed. Although the right lead and implantable pulse generator (ipg) are functional, the doctor decided to replace the entire system to avoid any risk of further complications with the patient. Two new leads and ipg were implanted without any complications.